Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Failure analysis investigations did not replicate nor confirm the customer-reported complaint. The sureform 60 stapler instrument was placed and driven on an in-house system, where it passed initialization. The instrument exhibited intuitive and full range of motion in all directions. The jaw opened and closed properly, and the instrument clamped, fired, and unclamped without any issues. Additionally, the instrument was found to have firing failures based on log review.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument jaws would not open without manually opening. The procedure was completed with no reported injury.